Event description:
The initial reporter questioned negative [-] results for 2 patient samples tested for elecsys hbsag ii (hbsag ii) on a cobas 8000 e 801 module. Patient 1 initial result was [-] 0.0627 coi (negative). The repeat result was 0.253 coi (negative). Patient 2 initial result was [-] 0.005 coi (negative). The repeat result was 0.243 coi (negative).

Manufacturer narrative:
The e801 module serial number was (B)(6). Qc was acceptable. The elecsys hbsagii assay can produce results with minus [-] coi values. The correct result message (i.e., non-reactive) will be reported for the sample, and the negative coi value will not affect the actual patient result. The negative coi value does not have an altered clinical implication, as the test remains non-reactive. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings. The elecsys hbsag ii assay performs within specification. The investigation did not identify a product problem.